Event description:
Physician was placing an arrow pediatric triple lumen catheter into the pt's right subclavian vein when the guide wire unraveled during the procedure. All portions of the wire were retrieved at the bedside without incident.